Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an alarm 29 occurred during the load process. Reportedly, the customer reverted to an alternate pump for insulin therapy. During customer follow up, it was reported that an additional alarm 29 was received during the load process. Blood glucose was approximate 80 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.